Event description:
While using a byte day aligners, patient reports that their teeth have been shifted to an open bite/ under bite. They no longer feel comfortable to eat or talk as their top central incisors and bottom central incisors do not touch. They also reported that while putting in the aligners, there is constant bleeding. The patient is in contact with an orthodontist and states that they should never been approved for this aligner treatment. Treatment stopped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.